Manufacturer narrative:
On (B)(6) 2020: the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2020: during visual examination of the device two tears (a and b) were observed on the posterior aspect and tear a extending to anterior view, measuring approximately 5.3 cm and 1 cm respectively. Microscopic examination in both tears edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Image evaluation completed on october 2020: upon the visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a mentor smooth round moderate profile 225cc saline prosthesis experienced bilateral deflation post procedure. An ultrasound examination was performed and bilateral deflation was diagnosed. As a result patient had the implants removed and replaced with unknown implants on (B)(6) 2020. This report belong to left prosthesis.

Manufacturer narrative:
Additional information received on november 6, 2020, indicated that date of event was on (B)(6) 2020, and date of implantation was on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).